Event description:
Discordant, low sodium and chloride results were obtained on an advia 2400 for one patient. The discordant results were not reported to the physician(s). The same sample was repeated on an alternate instrument and those sodium and chloride results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant sodium and chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause for the discordant sodium and chloride results was unknown. The fse determined that the customer was experiencing sodium electrode calibration issues and that the customer replaced the sodium electrode. The fse performed 25 buffer primes and calibrated the ion selective electrode's (ise's). The instrument is performing within specification. No further evaluation of the device is required.